Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose was 598 mg/dl with unspecified ketones, abdominal pain, and extreme thirst. It was reported the patient was treated in an emergency room on (B)(6) 2017 with insulin via injection and intravenous fluids. A frequent occlusion alarm issue was reported. It was reported the issue occurred with multiple infusion sets and cartridges. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.